Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of 'upstream occlusion alert' was confirmed in the event history log (ehl) through multiple 'upstream occlusion!' Messages. Evaluation inspected the device but did not observe the direct issue due to a reload set alarm. Evaluation determined the assignable cause of the reported issue to be an out of specification ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. There was no patient involvement. No additional information is available.